Event description:
It was reported, that a pt who fell was admitted to the hospital and underwent 3 catscans. The pt's device continued to work afterwards. On (B) (6) 2009, the stimulation stopped and the pt experienced a brief burning sensation at the ipg site. The pt met with the rep and tried communicating with multiple programmers, but they could not locate the device. An x-ray revealed that the ipg had not flipped and was properly connected.

Manufacturer narrative:
Eval: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.